Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode. The patient was given a prescription cream and an antibiotic injection from her physician. Follow-up indicated that the irritation was still present but was healing.